Event description:
It was reported that during pre-cardiopulmonary bypass (cpb) of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) reported a potassium (k+) slope error. The device was not changed out, as the values were stored and adjusted to results from the clinical laboratory. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: after calibration of the blood parameter monitor (bpm) (during priming of the cpb circuit), a sensor intensity error for k+ was displayed on the bpm. The ccp actually first re-booted the monitor (cycled power) and re-calibrated the shunt sensor, but the error message was again displayed. The ccp elected to use the bpm for the procedure and he did not utilize the k+ values. The other parameter measurements were within normal performance and he used the laboratory analyzer for k+ measurements. This did not delay the actual surgical procedure in any way. The case was completed successfully, without associated blood loss.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.